Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance was observed via remote transmission. Patient was asymptomatic. When the patient was brought into the clinic for follow-up, normal lead measurements were observed. The patient will continue to be monitored with routine follow-up.